Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed an atrial fibrillation episode with rapid ventricular response inappropriately diagnosed as ventricular tachycardia in the monitor zone due to morphology. The patient has a rate dependent bundle branch block. The patient was asymptomatic throughout the event. No programming changes were planned.